Event description:
It was reported that the customer was hospitalized due to low blood glucose of 1.6mmol/l. It was reported that the customer had given herself 8.0 units of insulin. Troubleshooting was performed. The time, date, basal rates, and bolus were correct. It was stated that the mother took her to the emergency room when she was unconscious. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.